Event description:
A company representative reported that a cayman buttress plate failed to retain a cayman screw, and that the screw passed through the plate intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the cayman screw.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a cayman buttress plate failed to retain a cayman screw, and that the screw passed through the plate intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the cayman screw.